Event description:
Analysis of the returned lead was completed on (B)(6) 2013. The entire length of the lead was inspected, and no adverse conditions were observed in the tubing. Resistance measurements of the lead are within tolerance for a full lead assembly. The lead electrodes including the anchor tether were installed in a training fixture with no anomalies identified that would prevent placement of the electrodes or anchor tether. The lead connector was inserted in a representative pulse generator header with no anomalies. Attempts for additional information have been unsuccessful.

Event description:
Follow up with the physician found that the physician attached the lead through the appropriate steps following the manual; however, the cardiac arrest was not improved. The cardiac arrest first occurred after implant of the generator and lead, and did not improve after the lead was connected to the generator. The cardiac arrest only occurred during the system diagnostics under general (medium depth) anesthesia and is believed to be related to vns therapy stimulation. The patient does not have a medical history of cardiac arrest prior to vns. The device has not been programmed on since the event. The device was functioning as intended. No other information was provided.

Event description:
It was reported that the patient experienced cardiac arrest (complete atrioventricular block) during vns implant surgery. It was reported that the lead was attached to the nerve; however, the cardiac arrest was not improved. The surgeon thought there was a leak in the lead and then implanted a new lead. It was reported that the cardiac arrest did not occur with the new lead. Device diagnostics were within normal limits (1558 ohms). Attempts to obtain additional information have been unsuccessful to date. The lead was returned for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
(B)(4).